Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer called requesting part number for the disk holder on their 8110 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: repair. Case resolution: after providing part number I recommended the customer send in for repair because the pressure sensing disk could have been damaged as well. Customer will move forward for with my recommendation and call back with a purchase order. Ended call.